Event description:
Healthcare professional reported approximately 2-3 months after injection "about a year ago" with juvederm ultra plus "under the eye, in the cheekbone area" patient developed "lower eyelid" swelling. Patient was "given a shot to take out ther product". Symptoms resolved after an unspecified amount of time. Healthcare professional reported now "one eye is good, and one eye is deep" because of "shot to take out the product".

Manufacturer narrative:
Medwatch sent to FDA on 03/13/2015. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.